Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the red "rubber sleeve" to put on the phaco/irrigation/aspiration (I/a) tips had on two occasions been faulty (one has had no side holes and one was half) during surgery. The procedure type was unknown. The surgery was completed on same day, after replacing the rubber sleeve with new one. There was no patient contact with the product and no information about patient impact.